Event description:
It was reported that the patient line of the automated peritoneal dialysis (apd) set with cassette had a pinhole which caused a leak. This occurred during therapy. The patient only noticed the pinhole in the line, after they had connected to the cassette and started the therapy. This was reported to have occurred during the last two nights. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).